Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an infection was identified by way of a transthoracic echocardiogram of the patient¿s heart. It was determined that the patient was experiencing sepsis. The physician did not think any of the implantable cardioverter defibrillator [sn: (B)(4)]or leads [ra: sn: (B)(4)] [rva: sn: (B)(4)] were the cause of the infection. The device and leads were explanted and will be replaced when the infection clears. The patient was stable following the procedure.